Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high reticulocyte (retic) results generated on the coulter gens system. The sample was rerun on the same unit a similar high result was obtained. The erroneous results were not reported out of the laboratory. The sample was sent to reference lab and lower retic result was obtained, which the customer considered to be accurate. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was collected in 5cc vacutainer tube at room temperature and sampled within 2 hours of collection. The unit is currently performing within qc specification with respect to controls (accuracy) and reproducibility (precision). Qc runs were within established range pre and post the event. A bci field service engineer (fse) replaced parts on the unit and verified unit is operating accordingly. A clear root cause can not be determined for this event.